Event description:
It was reported that screw would not go below the locking mechanism. New plate was chosen and screw went in fine.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the device was inspected and the locking plate was found to be deformed. No relevant manufacturing issues were identified as all units met specifications. Conclusion: the most likely root cause is improper screw alignment.

Event description:
It was reported that screw would not go below the locking mechanism. New plate was chosen and screw went in fine.